Event description:
Medtronic received a report that an axium coil encountered resistance in the echelon microcatheter. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the middle cerebral artery with a max diameter of 6mm and a 2mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was minimal. The access vessel was the femoral artery. It was reported that after positioning the microcatheter, a coil was selected for delivery. Significant resistance was encountered after the coil entered the microcatheter, and it could not be advanced further. The coil was withdrawn and replaced with a new one, but the delivery resistance remained high. The microcatheter was then withdrawn and replaced with a new one, and subsequent treatment was successfully completed. The reported devices and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Additional information was received stating that the second coil which encountered resistance was a medtronic product, though the model and lot number were not obtained. The cause of the resistance was not determined. Resistance was noted in the mid to distal end of the catheter. The coils came out of the introducer sheaths smoothly, and a continuous saline flush was administered and maintained as indicated in the IFU. No kink or damage was observed on either the coils or the catheter after removal.

Manufacturer narrative:
Continuation of d10:bare axium coil qc-2-4-3d lot 229539078 unknown neurovascular coil unk-nv-coils, lot unknown; remains in patient product analysis # (B)(4): equipment used: video inspection system (m-85519), ruler (m-83361), 0.0160¿ mandrel drawing(s) referenced: dwgs145-5091-150 rev. Aw as found condition: the echelon-10 micro catheter and axium device were returned for analysis within a shipping box and within a sealed plastic biohazard pouch. Visual inspection/damage location details: no flash or hub mold were found within the hub. No damage or irregularities were found with the echelon-10 micro catheter hub. A puncture was found at ~1.0cm from the distal end. The distal tip and distal marker band were found broken from the remaining micro catheter. The break edge was found stretched and jagged. The inner wire was found damaged and broken at the same location. The distal ~1.5cm of the axium pusher was found kinked. The axium implant coil was found still attached to the pusher and found damaged. Testing/analysis: the echelon-10 total length (to the proximal marker band) was measured to be ~152.7cm and the usable length (to the proximal marker band) was measured to be ~145.0cm, which is within specification (specification: total (ref) = 152cm, usable: 144cm ±1.5cm). The echelon-10 micro catheter was flushed, and water exited the distal end. An in-house 0.0160¿ mandrel was inserted into the echelon-10 micro catheter hub, through the catheter body and became stuck at the damaged distal end. The returned axium device cannot be used for resistance testing due to the damage. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter resistance during device delivery¿ and ¿coil resistance/stuck in catheter¿ were confirmed as resistance was encountered during in-house mandrel resistance testing. Resistance was encountered at the distal end due to the damage. The distal catheter was found broken. The stretching and jagged edges of the break are indicative of a tensile failure. The micro catheter was also found punctured. However, the cause of the puncture could not be determined. Customer reported finding no damage with the coil or catheter after removal. The returned axium pusher was found kinked, and the coil was found damaged. Customer reported the coil came out of the sheath smoothly during preparation; therefore, it is possible damage occurred during the attempt to push the coil into the micro catheter against the reported resistance. The axium coil is compatible for use with the echelon-10 micro catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.